Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation of the case logs revealed that the CT scan upload from excelsius 3d and excelsius gps failed which caused a partial upload of the scan. After registration has been completed, it is recommended to perform a landmark check or verification to ensure that the registration was successfully calculated. Using the navigated verification probe, touch an anatomical landmark and verify that the corresponding location is shown on the system monitor. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed without robot.